Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 65mg/dl, 242mg/dl. Tests were done within 2 mins with a difference of 102%. Pt did not experience any adverse events. No further info has been reported.